Manufacturer narrative:
On (B)(6) 2021, a service provider of infutronix provided the image for the affected administration set and visual inspection confirmed that the tubing connector on the proximal end of the cassette module was snapped and broken. The reported issue was confirmed.

Event description:
On (B)(6) 2021, infutronix received a complaint from an end user: "an administration set model hs-008-b lot 2008004 set broke after a patient dropped her pump, the set broke where it connects to the cassette." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).